Manufacturer narrative:
The driveline cable, (B)(4) was not returned for evaluation. Controller ((B)(4)) was returned for evaluation. Review of the manufacturing documentation of driveline cable ((B)(4)) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type "sys_front_phase_b_open" indicating an open circuit on the connection belonging to the front stator. This caused the pump to run on single stator. Analysis of the controller ((B)(4)) revealed that the device passed visual inspection and functional testing. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The manufacturer has initiated an internal investigation which is currently evaluating issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted the most probable root cause has been attributed to design/training issues. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Controller - (B)(4) - received: 11/01/2016. (B)(4).

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1403us, exp. Date: 04/06/2017, mfg. Date: 04/06/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital after complaining of "electrical fault" alarms. Preliminary log files sent by the site revealed potential contamination. The manufacturer's clinical engineer arrived at the site on (B)(6) 2016 to perform a driveline cleaning procedure per fs0008 rev 04. The patient was placed on 2 liter nasal cannula and telemetry monitoring with dobutamine on standby. Visual inspection of the driveline revealed fluid collection near the driveline connector and upon disconnecting the driveline cable, a small amount of contamination was noted in the driveline connector. The pump was stopped for a total of 60 seconds. Following the procedure the "electrical fault" alarms could not be reproduced. The patient's controller was also exchanged. She was reported to have tolerated the procedure without issue.